Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she is getting alot of bubbles in the tubing. The customer stated that approximate size of the bubbles is a pin point and 2 and half to 3 inches at times. The customer was able to get air bubbles out and it took 6 units. The customer was experiencing issues with air bubbles the customer was advised to degas the insulin vial periodically and to leave it out at room tempt before using it to fill reservoir. The customer stated that she used a new vial with the pump and didn't experience high blood glucose and air bubbles still this morning.